Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt became hypotensive requiring coreg and norvasc to be held. The pt was started on midodrine and given several bolus' of normal saline. One day post procedure, the patient was discharged to home with orders to continue to hold the norvasc and coreg and to continue to take the midodrine for an additional 2 days. Thirty four days post procedure, the hypotension resolved. Although requested, there is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Hypotension is a known possible adverse event association with the use of the carotid stents as stated in xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.